Event description:
Provider states unit has low o2. No additional information provided. Independent repair center: customer alleged low o2/yellow light and the key failure is the pilot valve is leaking.